Event description:
It was reported that during a suture plate (shoulder) implant, when the doctor began to put in the last screw (a 4.0 cancellous), the tip of the screw (where all the tapping cutouts are) broke off and was stuck in the patient. Surgeon unsuccessfully tried to drill out the screw. Plate is secure.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review could not be performed as the lot number was unknown. Leading 3.5mm of the distal tip is missing from the device. Measureable features at the distal tip were found to be within specs. The device met all material specifications as received. Based on the information available a cause for the complainant's event is unknown. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.